Manufacturer narrative:
(B)(4) multiple MDR's were reported for this event. Please also see associated events: 0001825034 -2018 -02872, 0001825034 -2018 -02874. Concomitant medical products: 11-300818 arcos 18 x 150 mm spl tpr dist lot 140030, 11-363660 36 mm cocr mod hd -6 mm lot 279730. Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that all components removed due to infection and antibiotic spacers were implanted. Attempts have been made and no further information has been made available at this time.